Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced deep vein thrombosis approximately 18 days post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced deep vein thrombosis approximately 18 days post-implantation. Patient was treated with anticoagulant medication. There has been no reported revision procedure to date.